Event description:
The report received from the affiliate indicated that the physician positioned the echelon ev3 microcatheter to the one-third of the aneurysm and advanced a trufill dcs orbit rdfl complex fill coil to the target lesion/aneurysm. The physician was not satisfied and adjusted the positioning of the coil several times. The physician then decided to withdraw the coil under x-ray and noted that the proximal portion of the coil was thin/stretched. The coil was successfully removed from the patient. Another coil was sued to complete the procedure successfully. There was no reported patient injury. The procedure was elective. The access site was femoral. An adequate/continuous flush was maintained to the microcatheter at all times. Neck re-modeling was not used. There was no reported product issue with the microcatheter.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) female with a history of positive functional study for ischemia, hypertension, congestive heart failure, diabetes, pulmonary edema, menopause, heartburn, and occasional insomnia. The patient was discharged 4 days post-procedure. The target lesions were the mid and distal right coronary artery. The distal rca was stented with a cxs13250 at 12atm. The mid rca lesion was de novo and a type b1. Pre-procedure stenosis was 95%. Pre-procedure timi flow 2. The lesion was pre-dilated with a 3 x 15mm at 14atm. A cxs13250 was deployed at 12atm. A cxs18275 was deployed at 14atm overlapping and proximal to the initial. A cxs33275 was deployed at 14atm, overlapping and proximal to the initial. The stents were all post-dilated with a 3 x 15mm balloon at 14atm. Post-procedure timi was 3 and stenosis was 0%. The patient was discharged 4 days post-procedure. The patient was readmitted 12 days post-procedure in hypertensive crisis and pulmonary edema. Approximately 10 months post-procedure, the patient was hospitalized for hypertensive crisis and chf with a nstemi. It was medically managed only. The patient had another hypertensive crisis 13 days later. The events were noted as not related to the index procedure or cypher stents.

Manufacturer narrative:
The myocardial infarction was considered unrelated to the stents based on angiography done at time of event that demonstrated patent stents, and the patient, per discharge summary was evaluated for probable non-ischemic cardiomyopathy due to hypertension. Therefore, this event no longer meets reportability requirements.

Manufacturer narrative:
This is one of four products involved with the reported event. The associated manufacturer report numbers are 3003742446-2011-00016, 3003742446-2011-00018, and 3003742446-2011-00019 additional information will be submitted within 30 days of receipt.